Event description:
Physician was using a closurefast catheter for treatment in the great saphenous vein using tumescent infiltration and compression (transducer) under local anesthesia. The lumen was flushed prior to use. No alleged issue against device. After beginning the procedure, it was noticed that the catheter expiration date had passed. Event date: (B)(6) 2017, expiration date: 28-feb-2017. Physician decided to continue with treatment using the expired catheter. Catheter reached correct temperature and functioned without issue. 6 segments were treated and the vein closed. Patient was placed on antibiotic therapy for prophylactic coverage due to the catheter being past its expiration date. Post procedure follow up reports that the patient has not reported any adverse effects from the closurefast procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.